Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic display. Malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the touchframe. Covidien was not authorized to service the device.